Event description:
A caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump and caused the pump to shut down. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.